Event description:
It was reported that: the physician was putting wire in through the needle and had difficulty. When he tried to pull the wire out he had difficulty and then wire was shredded. Additional information: during a peripheral angioplasty procedure, while gaining access in a heavily calcified femoral artery, the tip of the guidewire unravelled and separated. The guidewire was removed in its entirety. Another mik was opened to complete the procedure. No patient harm, injury or health consequence was reported.

Manufacturer narrative:
(B)(4). One-unit of mik wire was returned to teleflex for evaluation. Minor blood particulates were noted on the unit. Approximately 4.5 cm of the distal tip was separated when compared to a good unit. Heraeus was notified of the complaint. A DHR review was completed. No issues or non-conformities were noted. Case details were reviewed. Customer stated "the physician was putting wire in through the needle and had difficulty. When he tried to pull the wire out, he had difficulty and then wire was shredded." The damages are likely to have occurred during use when operated against resistance. Per IFU - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. - do not withdraw the guidewire through the needle. If necessary, remove both the needle and guidewire as a unit to prevent the needle from damaging or shearing the guidewire. Additional information was requested. A response was received. Procedure was peripheral angioplasty. Vessel was heavily calcified. Guidewire was removed in its entirety. No harm or injury noted. It is likely that the wire was pulled against the calcified vessel or against the bevel of the needle leading to separation. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Event description:
It was reported that: the physician was putting wire in through the needle and had difficulty. When he tried to pull the wire out he had difficulty and then wire was shredded. Additional information: during a peripheral angioplasty procedure, while gaining access in a heavily calcified femoral artery, the tip of the guidewire unravelled and separated. The guidewire was removed in its entirety. Another mik was opened to complete the procedure. No patient harm, injury or health consequence was reported.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.